Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the dermatome was leaking air when plugged into gas tank. It occurred during surgery and no additional unplanned skin grafts were required to finish the procedure. An alternate device was used to complete the procedure and there was no harm or delay involved. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that during surgery dermatome was leaking air when plugged into gas tank. No further information provided. There was no impact to patient and no delay. No additional unplanned grafts were required. There was no complication. They needed to switch the dermatome before the graft happened because it was not working properly. Once they switched to another dermatome everything went well.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was not receiving air. The motor, washer, bearings, planetary carrier were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.